Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual examination noted cuts in the insulation that were likely induced during the explant procedure. Additionally, setscrew marks were noted on the terminal pin in the correct location. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Analysis did not identify any lead characteristics that would have contributed to observed noise and oversensing.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited episodes of noise and oversensing resulting in pacing inhibition and periods of asystole up to 2 seconds. Pacing threshold and impedance measurements were noted to be within normal limits. As the patient is pacemaker dependent, a revision procedure was performed and the lead explanted and replaced. No additional adverse patient effects were reported.